Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003 and (B)(6) 2008 and mesh was implanted. Mention is made of bard ¿ pelvicol but no clarifying information is provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure due to cystocele, enterocele and vaginal granulation on (B)(6) 2008 and mesh was implanted. It was reported that the patient had the concurrent procedures of a repair of enterocele and excision of vaginal granulation lesion performed during mesh implantation. It was reported that following insertion the patient experienced granulation tissue, vaginal pain, bleeding after intercourse, incontinence and recurrence of prolapse. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot number 3078810. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003 and (B)(6) 2008 and mesh was implanted. Mention is made of bard ¿ pelvicol but no clarifying information is provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.